Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the operating room for change out due to normal eri. Externalized conductors were observed via diagnostic imaging. Lead was capped and replaced. Patient was discharged with no problems.